Event description:
A consumer reported an ulcer in their left eye associated with wear of a focus night & day lens. They report their wear schedule as one week continuous wear with removal on the weekends. They use a one bottle care system to clean and disinfect the lens. The particular lens was 23 days old on the morning when they experienced severe pain and light sensitivity. They decided the lens was too painful to continue wearing and they were seen by their eye care practitioner the same day. They report that the ecp diagnosed a corneal ulcer and that they returned for several follow up visits. They state that they have experienced permanent scarring. No info is available regarding the treatment course or their visual acuity before or after the incident. Several attempts have been made to obtain add'l info. No add'l info is available at this time.